Manufacturer narrative:
Box e: from reporter country france to us.

Manufacturer narrative:
Corrections. Box b: suspect medical device. - product brand name: from dreamstation auto CPAP to recert. Dreamstation box h: device manufacturers - (device) problem code grid1: from material integrity to adverse event without identified device or use problem.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging strange odor and water tank overheating in the device. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections. Box b: suspect medical device. Product brand name: from recert. Dreamstation to dreamstation auto CPAP. Box h: device manufacturers. (Device) problem code grid1: from adverse event without identified device or use problem to material integrity problem.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging strange odor and water tank overheating in the device. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.